Event description:
Angioseal closure device failed -model no. C610137, st jude medical-. This is the new angioseal closure device, which was used as the instructions for use indicate. Although initially effective, 30 mins later, pt developed a huge expanding groin hematoma around the access site. Pt developed severe hypotension and hypovolemic shock. Pt required transfusion and open surgical closure of the access site. Pt had undergone carotid stenting. Dose or amount: 1. Dates of use: 2008. Diagnosis or reason for use: closure device.